Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -14.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated that refractive surprise and refractive change over time were assessed. On (B)(6) 2021 the lens was exchanged with a same length/model lens but different power. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with liquid. Visual inspection found the haptic torn. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).